Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) with no information. Information identified in the paperwork indicated the patient died approximately five months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: implantable pacing lead, product ID 5076-45, implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary # product ID# addr01. The device was returned and analyzed and no anomalies were found.